Manufacturer narrative:
On (B)(6) 2015 04:35 pm (gmt-4:00) added by (B)(6) ((B)(4)): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 device was defective. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4) 2015 04:23 pm (gmt-5:00) added by (B)(4): the device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. The silicone insulation on the cold jaw was partially torn away from the tip. Based on the condition of the device as found, the reported complaint was confirmed for peeled jaw. In addition, the visual inspection help determine that the heater wire was flexed away from the hot jaw and was detached at the tip. Tissue and char buildup was observed on the jaws. The wire remained in place at the base of the jaws. Based on the returned condition of the device the reported complaint was confirmed for ¿plate separated from jaw-bent/detached heater wire¿. The confirmed failure mode has been investigated in our CAPA system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 device was defective. A replacement device was used to complete the procedure. The hospital did not report any patient effects.